Manufacturer narrative:
Unit received with operating currents within spec. Unit passed self test, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Unit was monitored and no pump error 3 or pump error 54 were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received multiple pump error alarms within a minute of each other. The customer was able to troubleshoot during the call. The pump will be returned for failure analysis.